Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "put patients on traction for 20 lbs. While being used with the patients, the unit pulled over 20 lbs, as if the rope was being fully retracted into the machine". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to serious injury, permanent impairment or death.